Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was vegetation on the rv lead. There were no additional adverse patient effects reported. The rv lead was explanted.